Manufacturer narrative:
Non conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
It was reported the system had a communication failure error. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.